Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Subsequently, a revision procedure was performed. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.